Manufacturer narrative:
Since the suspected device was not returned and serial no. Was not identified, we could not investigate manufacturing history records. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2016: eus-bd was performed and bs1012bp was applied to patient's intrahepatic biliary tract via stomach. Positioning: 4cm on intrahepatic side and the other 8cm on stomach side. (B)(6) 2016: CT scan confirmed stent dislodgement the next day. It was not completely out of the original position, but slightly off the position on the intrahepatic side. Ercp was performed for additional stent placement. During ercp, stent actually became completely dislodged, so an emergency operation followed.